Event description:
A (B)(6) old, male, was implanted with an action device on (B)(6) 2008. On (B)(6) 2009, the entire device was removed and replaced due to fecal incontinence caused by fluid loss.

Manufacturer narrative:
Additional catalog #: 72402105, 72402287. Additional serial/lot#: (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Should additional information becomes available regarding a revision surgery it will be re-evaluated and a follow-up report sent.